Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Subsequently, the customer experienced an elevated blood glucose of 504 mg/dl. The customer administered a manual injection of insulin to address the bg. A new cartridge was loaded to resolve the issue.